Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis cannot be determined. Though the cause was unknown, a majority of peritonitis infections are caused by nonadherence to aseptic technique through touch contamination involving the transmission of peritonitis causing pathogens. In the absence of the required information, the liberty select cycler with the liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was taken to the hospital on (B)(6) due to abdominal pain. At the hospital the patient was later diagnosed with peritonitis. The patient is still at the hospital to this day and is completing treatments there. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that the patient complained of abdominal pain during her first hospitalization following a fall, whereas multiple diagnostics were completed during this admission (date of admission not reported). Details of the patient¿s fall were not provided. The patient complained of abdominal pain again while admitted to a rehabilitation facility and she was sent to the hospital on (B)(6) 2025. All assessments regarding initial symptoms, treatment course and the cause of her peritonitis were conducted in the hospital; however, hospital details were not reported. During this hospitalization, pd fluid cultures were obtained upon admission and during the hospital course; however, no results were reported. The patient followed up with the outpatient clinic on (B)(6) 2025 post-discharge. A peritoneal effluent fluid culture obtained in the outpatient clinic on (B)(6) 2025 presented with negative cultures, a white blood cell count less than 100/mm3 and clear peritoneal effluent fluid. The patient was prescribed a two-week course of vancomycin (frequency and duration not reported) with the last administration on (B)(6) 2025. The patient¿s pd fluid remains clear and the patient is afebrile with no complaints of abdominal pain following this event. Additional attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was taken to the hospital on (B)(6) due to abdominal pain. At the hospital the patient was later diagnosed with peritonitis. The patient is still at the hospital to this day and is completing treatments there. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that the patient complained of abdominal pain during her first hospitalization following a fall, whereas multiple diagnostics were completed during this admission (date of admission not reported). Details of the patient¿s fall were not provided. The patient complained of abdominal pain again while admitted to a rehabilitation facility and she was sent to the hospital on (B)(6) 2025. All assessments regarding initial symptoms, treatment course and the cause of her peritonitis were conducted in the hospital; however, hospital details were not reported. During this hospitalization, pd fluid cultures were obtained upon admission and during the hospital course; however, no results were reported. The patient followed up with the outpatient clinic on (B)(6) 2025 post-discharge. A peritoneal effluent fluid culture obtained in the outpatient clinic on (B)(6) 2025 presented with negative cultures, a white blood cell count less than 100/mm3 and clear peritoneal effluent fluid. The patient was prescribed a two-week course of vancomycin (frequency and duration not reported) with the last administration on (B)(6) 2025. The patient¿s pd fluid remains clear and the patient is afebrile with no complaints of abdominal pain following this event. Additional attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained.